Manufacturer narrative:
No patient demographic information was provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer questioned alinity I total hcg results for one patient. The following was provided: sid (B)(6) initial result 43.66 iu/l, repeated < 2.00 iu/l and < 2.00 iu/l. The customer questioned the initial result as it was not in agreement with other hormonal results. No impact to patient management was reported.

Manufacturer narrative:
An investigation was performed for alinity I total b-hcg reagent lot number 31140ud00. A review of tickets was performed and determined the reagent lot performs as expected for this product. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. Review of field data was performed; median value of the negative population for the complaint lot is within the established limits and comparable to historical reagent lot performance. A review of the product quality history for the lot number using search of the corrective and preventive actions (CAPA) system did not identify issues associated with the customer¿s observation. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the alinity I total b-hcg reagent lot number 31140ud00 was identified.